Event description:
It was reported that the patients implantable pulse generator (ipg) was not providing adequate pain relief and was having charging issues. The patient underwent an explant procedure where the ipg was removed.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.